Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an svt ablation procedure with a preface® guiding sheath with multipurpose curve. Device tip broken and punctured. It was reported that during the operation, the tip of the sheath was broken and punctured when delivering the guidewire. A second device was used to complete the operation. There was no adverse event reported on patient. Broken tip is MDR-reportable.

Manufacturer narrative:
On 18-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an svt ablation procedure with a preface® guiding sheath with multipurpose curve. Device tip broken and punctured. Device evaluation details: visual analysis of the returned sample revealed accordioned-twisted and compressed condition was noticed on the preface sheath. Functional analysis, dimensional and microscopic analysis were performed and the accordioned-twisted and compressed condition on the cannula was confirmed. The complaint reported by the customer as ¿brite tip/distal tip- damaged¿ (broken tip). Was confirmed since, an accordioned-twisted and compressed condition on the preface sheath was noticed on the unit at 1.0 cm from the tip. However, dimensional analysis results were found within specification. Also, the functional test for shape comparison was successfully performed on the cannula sheath. The cause of the accordioned-twisted and compressed damage condition found on the unit could not be conclusively determined during the analysis. Product analysis results results do not suggest that the observed damages could be related to the manufacturing process. As additional information, controls are in place to verify the device manufacturing conditions; the produced pref. Guiding sheath w/mult.crv cannula sheath units are inspected 100 % before leaving the facility. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. A device history record evaluation was performed for finished device number 18050014, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).